Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a3dr01 implantable pulse generator: (B)(6) 2013. 5086mri implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that within a week post implant, the patient had a suspected perforation of the right ventricular (rv) lead. The patient was described as very frail with an abnormal heart anatomy. The rv lead was explanted and replaced and the patient was then non-symptomatic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.